Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. Unable to test for air bubbles due to prime anomaly. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, belt clip slot and battery tube threads.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was unknown. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.